Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with unknown saline breast implants which the right side deflated and bilateral capsular contracture after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503754bc, serial number (B)(4), and right replaced with catalog number 3503754bc, serial number (B)(4), on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Additional information received on 6/7/2019, indicated that the baker grade for both left and right implant was iii. The procedure was breast augmentation revision. Patient race is caucasian. Device evaluation on 6/26/2019: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).